Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were implanted approx four weeks ago and now the pt has an infection. The s-ICD system was expected and will be replaced with a transvenous system once the infection clears. No additional adverse pt effects were reported.